Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Upon review, the implantable cardiac monitor exhibited a diagnostic anomaly due to a gain issue. The issue caused no visualization of electrograms. Programming changes were made. The patient was stable throughout.